Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during insertion. All pieces of the broken anchor were removed from the patient. A backup device was available to complete the procedure without patient impact. There was a reported delay of approximately 20 minutes.

Manufacturer narrative:
Device investigation narrative - one 5.5 footprint ultra pk suture anchor assembly was returned for evaluation. Functional assessment confirmed the inner shaft advanced and retracted within the inserter shaft. The inner shaft is slightly bent. The anchor was returned free from the inserter, nothing was observed to be broken on the body of the anchor. The anchor was placed back on the inserter and the inner plug was retracted and it was noted that the inner screw has broken at its distal end. The distal end of the inner screw remains within the anchor body. One side of the inner screw is heavily deformed almost burnished in appearance. Dimensional assessment of the proximal end of the inner screw was found to meet print specification. No root cause related to the manufacture of the device can be established which could have contributed to the nature of this failure. Further investigation is not warranted at this time. (B)(4).